Event description:
During preventative maintenance of the device, the user reported that the heater cooler would not make ice. Since the event occurred during preventative maintenance of the device, there was no patient involvement during this event.